Manufacturer narrative:
It was reported that the filter sets were unable to prime. Two samples model 10013902, lot 24089071 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and primed with water. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10013902 lot number 24089071 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 05aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 10013902 batch#: 24089071 it was reported by the customer that unable to prime filter when attached to IV tubing or when trying to flush with prefilled ns syringe. Verbatim: rn unable to prime filter when attached to IV tubing or when trying to flush with prefilled ns syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10013902. Batch#: 24089071. It was reported by the customer that unable to prime filter when attached to IV tubing or when trying to flush with prefilled ns syringe. Verbatim: rn unable to prime filter when attached to IV tubing or when trying to flush with prefilled ns syringe.